Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly post-op. "After some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l5-s1 disc herniation, instability, foraminal stenosis and underwent the following procedures: l5-s1 laminectomy, facetectomy with discectomy with interbody, posterolateral instrumentation with fusion in which rhbmp2/acs was used.

Event description:
On (B)(6) 2008 patient had a l5-s1 fusionin 2005. Hardware removal because of persistent stiffness and pain around the surgery site. CT scan shows a complete fusion throughthis area. Two wks post hardware removal the patient is fully ambularory and experiencing some tenderness over the surgery site. The wound is healed primarily. On (B)(6) 2009 p16 rec 2 physican report states that the patient had a fusion in 2005 and hardware removal in (B)(6) 2009. Pt reports some improvement of the back pain syndrome after hardware removal. Pt¿s most bothersome problem is the residual radiculopathy on the right side, seemingly in the s1 distribution. On (B)(6) 2009 physician confirms completing two separate procedures on the patient. A new MRI scan shows a good fusion through the surgery site. No trouble seen in the lumbar canal. Patient states that with the change of weather, pt feels a lot of lower back pain. Patient has also been having consistent occipital headaches. Futhermore patient has some problems with controlling blood pressure; however, pt is concerned that there might be a significant problem. MRI scan is consistent with complete fusion through l5-s I. However, pt does have some degeneration at l3-l4 and ls-s 1 and these discs can be responsible fot ongoing pain syndrome